Manufacturer narrative:
D10 concomitant product: 86053, 86053 8.0mm lo pro trach tube x10, (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the cuff of the endotracheal tube would not stay inflated while in a patient. The tube was replaced with the same size of tube but the cuff would not stay inflated again. Replaced the tube with a different size which stayed inflated.